Manufacturer narrative:
Batch review performed on the 21 february 2020: lot 1900650: (B)(4) items manufactured and released on 5-june-2019. Expiration date: 2024-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Additinal devices involved: batch reviews performed on the 21 february 2020: gmk-revision 02.07.0684l revision fixed tibial tray cemented size 4 ((B)(4)) lot 1900622: (B)(4) items manufactured and released on 7-june-2019. Expiration date: 2024-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Gmk-revision 02.07.0035rp patella resurfacing size 3 ((B)(4)) lot 1903589: (B)(4)items manufactured and released on 3-jul-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Gmk-revision 02.07.504fdw femoral wedge distal size 5/4mm ((B)(4)) lot 188150: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: 2023-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Gmk-revision 02.05.05dw femoral wedge distal size 5/8mm ((B)(4)) lot 188153: (B)(4) items manufactured and released on 3-jan-2019. Expiration date: 2023-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.2405l femur revision ps size 5 ((B)(4)) lot 164823: (B)(4) items manufactured and released on 28-set-2016. Expiration date: 2021-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.fcl18105 extension stem - fluted ø 18 l 105 ((B)(4)) lot 189590: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.0412scf fixed tibial insert sc size 4/12mm ((B)(4)) lot 157226: (B)(4) items manufactured and released on 22-mar-2016. Expiration date: 2021-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Knee revision surgery performed 1,5 month after the previous revision due to an infection (the pathogen is unknown). The surgeon performed a washout and revised all implants. Previously this patient had few revision surgeries due to an infection and one due to implant mobilization.